Event description:
It was initially reported that the physician handheld was freezing on the "interrogation successful" screen. The physician performed a hard reset and was successfully able to interrogate the patient.

Manufacturer narrative:
.